Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly, pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported blood glucose value of 280 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: pump error in the middle of the night document treatment for high bg: insulin pump other than insulin, indicate medications taken to treat diabetes: no document type of diabetes: type 1. The event involved product(s) mmt-386a, mmt-1780kl, mmt-332a. Customer was not using the auto mode/smartguard feature at the time of the event. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported receiving pump error 130. Customer was able to clear the error and complete the rewind process. Pump passed displacement test. No further patient complications were reported. No product return is required for mmt-386a. Mmt-1780kl was requested and customer response was the device will be returned. The customer will discontinue using the device. No product return is required for mmt-332a.

Event description:
Updated summary: no product return is required for mmt-1780kl.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.